Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was unknown. Trouble shooting was performed and found crack and broken lip of the reservoir and due to the damage the reservoir is unable to lock in place. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.